Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings:visual inspection revealed that the battery compartment was cracked. The battery cap was able to fully tighten and the pump powered on normally. A review of the black box showed evidence of a partially discharged battery being installed on 10/20/2014. Current draws were found to be within specifications. There were no battery issues found on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.